Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, resolute onyx drug eluting stent was implanted in the rca. On the same day, patient suffered coronary artery thrombosis. Investigator assessed event is not related to the study device or antiplatelet.